Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. Noexcessive no delivery alarm noted. The unit was received with minor scratches on the display window. (B)(4).

Event description:
The customer reported via phone call that he changed his reservoir and infusion set last night but he was not receiving insulin. His blood glucose increased to 400 mg/dl. The patient treated via manual insulin injection. The insulin pump had been alarming no delivery. During troubleshooting the customer was unable to prime successfully. The insulin pump was returned for analysis.